Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation did not establish the root cause of the reported problem. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "caution: do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the distal tip on the evis exera ii ultrasound gastrovideoscope was leaking at the distal end. During testing and inspection of the returned device, there was a gap between acoustic lens and ultrasound probe. There was also a gap of adhesive on the distal end, allowing a stain enter inside the lens through the gap there were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was not confirmed. However, damage to the electrical connector caused water tightness to be lost. In addition to what was reported in event, the angle wire was worn, bending angle in left direction and does not meet the standard value. The adhesive on the bending section cover was chipped. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.